Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it occurred during a laparoscopic gastric bypass procedure. The jaws of the reload could not be closed and fire. In order to resolve the issue and complete the case, they used another manual stapling handle. There was no patient injury.